Event description:
The facility reported a colleague triple channel infusion pump froze and stopped infusing during infusion of critical medications on a pt resulting in a drop in the blood pressure (unknown levels). The pt was being infused on all three channels when the display froze and the pump stopped infusing. The nurse stated the pt had just had cardiac surgery and was supposed to be receiving a continuous infusion. The infusion pump was immediately disconnected from the pt. The pt was then connected to a different infusion pump. The blood pressure of the pt dropped while the pump was not infusing and disconnected. The pt's blood pressure returned to normal once a different pump was connected. It is unk if other medical interventions were required to restore the blood pressure. The nurse stated that she had entered the pt's room to change the rate on the pump when she noticed the display was frozen and that the little droplet icons on the screen that show the pump infusing were not moving. The nurse then pressed a button to change the rate and nothing happened. The pump began to alarm and all three channels shut down. The nurse did not notice any failure codes prior to the pump's shutdown. The nurse could not recall what medications were infusing. There were no add'l tests performed on the pt as a result of this malfunction. The pt outcome is unk

Manufacturer narrative:
The device has been returned to the baxter product analysis lab for eval. A f/u report will be filed upon completion of an eval or if any add'l info becomes available.